Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for further analysis. Returned device analysis identified the presence of a knot at the proximal end of the lock line and confirmed the reported inability to remove the lock line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the electronic complaint handling database indicated there had been no similar lock line incidents reported for this lot. While it is possible that the procedural conditions resulted in the lock line knot and the inability to remove the lock line was due to the knot interacting with the lock line lumen, a definitive cause could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the inability to remove the lock line which can result in surgical intervention. It was reported that the first mitraclip delivery system (cds) was prepared without incident and inserted into the anatomy. The leaflets were grasped and the mitraclip was ready for deployment. During lock line removal, the lock line froze and was unable to be removed. The leaflets were released and the cds was removed from the anatomy through the steerable guide catheter without incident. Another cds was inserted and one mitraclip was deployed reducing the mitral regurgitation from 4 to 1. There were no adverse patient effects. No additional information was provided.